Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the left ventricular lead exhibited high capture threshold on all vectors. An x-ray was performed and revealed that the lead was dislodged. The right atrial lead exhibited noise leading to automatic mode switch episodes, and one impedance measurement was low and out-of-range. The right ventricular lead exhibited noise during these automatic mode switch episodes. Defibrillation therapy was turned off and pacing programming changes were made. The patient was stable.